Event description:
Needle breakage. User facility medwatch #340024-1997-1 states that needle broke during hemorrhoidectomy. Surgeon decided to bury needle portion in the tissue of the operative site. Pt was discharged with no reported adverse sequelae. There are no reported adverse consequences to the pt related to this event. Note: outcome to pt does not denote adverse event. MDR regulation of 7/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur.